Event description:
Information received indicates the patient positioning monitor was set, but did not alarm when the patient exited the bed and fell. The patient sustained small abrasions. The account stated that the patient has a history of being confused.

Manufacturer narrative:
The technician investigated and could not duplicate the failure and the bed was functioning properly. The technician replaced the scale board as a precaution.